Event description:
It was reported that a spectrum pump turned off. The event occurred during programming/setup in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "turned off" was not reproduced. The event history log (ehl) review was completed and revealed multiple "faulty pump power jack" as well as "battery very low!" And "battery low!" Messages followed by ''improper shutdown!", however there is no activity recorded on the reported event date of 16-april-2023. "Low battery!", "battery very low!" And "faulty pump power jack" could indicate that the power cord was not properly providing power to the pump or charging the battery. Once battery power is depleted, the pump will shut down. The alarm " faulty pump power jack" indicates to the user that there is an issue with the connection between the pump and the power cord, and therefore the pump is not receiving power via the cord nor charging the battery. A message is displayed on the pump display, which tells the user to send the pump to repair. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing alternating current (ac) power adapter. The ac power adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.